Event description:
The device was used during a spleenectomy procedure. The bag tore and disengaged into the patient's cavity when the specimen was placed in the pouch. The surgeon was able to retrieve the specimen and the pounch without injury to the patient.